Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient was admitted to the hospital for gastroparesis. Nothing was moving and the hcp believed the device was no longer working. This was due to a gradual change in therapy or symptoms that happened quite some time ago and had been getting worse in the past 2 to 3 weeks. The hcp wanted a manufacturer representative to come by to interrogate the device and didn't believe they had a clinician programmer at the hospital. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.